Event description:
Patient was revised to address dislocation and osteolysis.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 3258697 lot code. The reports are not related. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the 183323 lot code. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.